Manufacturer narrative:
Additional information: b5, e1- initial reporter, event site email, h6- health effect ¿ impact codes.

Event description:
It was also reported that the patient required blood to be transfused.

Event description:
Report received stated that an icast stent was deployed in the left common iliac artery. The physician post dilated the stent with a boston scientific mustang balloon (12x40) to expand the stent further and that included the area of the arch consisting of the bifurcation and the proximal portion of the l. Cia of which is where the original icast stent was placed. The physician did another angiogram and visualized a perforation at the iliac bifurcation. The physician then deployed 2 additional icast stents, one in the right cia and an additional one was placed in the left cia, a vbx stent was also placed in the l. Cia within the original icast stent. The additional stents were required to repair the dissection of the iliac arch.

Manufacturer narrative:
Due to character restrictions in block d10. Concomitant products- boston scientific mustang balloon (12x40), vbx stent. Upon completion of the investigation into this event a follow-up report will be submitted.

Manufacturer narrative:
Additional section: h6. Based on the reported details an icast covered stent was deployed in the left common iliac properly and without incident as reiterated by the cook representative. The additional details provided indicate that there was a ¿piece of very hard calcium just into the proximal portion of l. Cia at the bifurcation.¿ upon delivery the icast covered stent (of unknown size or length) was deployed without issue. The physician then post-dilated this stent using a boston scientific 12mm x 40mm mustang balloon catheter. The mustang balloon catheter has a rated burst pressure of 24atm or over 350 psi. The likely reason for choosing this balloon was to crack the calcification so as good wall opposition of the icast covered stent could be achieved. The diameter of the vessel and/or the inner diameter of the lesion has not been provided. This is a critical piece of information that was not provided. It is likely that the stent chosen was a 10mm x 38mm stent as this is the largest stent offered in the u.s. As the dissection of the vessel occurred at the location of the iliac arch where a portion of the mustang balloon catheter had been expanded it is likely that the mustang balloon was larger than the native vessel or was in a region of the iliac that had additional large calcification resulting in the dissection of the iliac arch. Being that a 12mm x 40mm boston scientific balloon was deployed to post dilate the icast covered stent it is likely that the vessel dissection was directly related to the use of the 12mm mustang balloon and not the icast covered stent. The stent should not have been expanded above the recommended diameter of 10.6mm. The instructions for use (IFU) contraindicates the use of the icast covered stent in ¿ patients who are judged to have a lesion that prevents full expansion of the implant.¿ the IFU also in the warnings and precautions section states the following: ¿do not use this device in heavily calcified lesions that are not amenable to pta or stent placement.¿ the IFU also provides a table regarding maximum post dilation diameter based on the size of the stent being used. This table recommends not post dilating a 10mm x 38mm stent any larger than 10.6mm. A device history record review was unable to be performed based on the fact the product part number and lot number were not provided. An ncr and cr/CAPA query was not required as the dissection of the vessel was not directly related to the icast covered stent. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Based on the provided information the complaint cannot be confirmed as there is no evidence that the icast covered stent was the reason for the dissection of the artery. The details provided stated the device performed as it should. Based on the details of the complaint the root cause is most likely related to user error due to the use of a 12mm mustang balloon and possibly post dilating the stent over the recommended 10.6mm as indicated in the IFU.